Event description:
It was reported that the customer has been receiving no delivery alarms. Blood glucose value was 25.0 mmol/l. Customer did not have a backup plan on hand within expiration. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and no delivery alarms occurred. Customer was instructed to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin did exit. It was advised to rewind, reinsert reservoir and run manual prime; insulin did exit but as soon as basal began delivering a no delivery alarm happened before even reconnecting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.